Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer called and reported he was having difficulty with his blood glucose coming down. His blood glucose was 250 mg/dl. During troubleshooting, customer mentioned there may have been one air bubble in the reservoir. Customer did stated he kept the insulin in the fridge. The reservoir will not be returning at this time for analysis.